Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported. .

Manufacturer narrative:
Device evaluation summary: one cadd extension set was returned for analysis in unused condition. Visual inspection of the set found no discrepancies. Leak testing was performed on the sample. No leaks were detected. The design history review was performed. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.